Event description:
Cfsan caers phone report 8/8/2023 - contact lenses called dailies aqua comfort plus gave her a burning eyes. Fungus were in the contact lenses. The company was contacted and the information on the company is (B)(6), qa specialist, (B)(6).